Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed a metal cylinder came out of the working channel. Reportedly, the metal cylinder was part of the spyscope ds. There was no other visible damage noted on the spyscope ds and the procedure was completed using the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.